Event description:
A social media post noted: ¿I have a medtronic pain pump with dilaudid: I've had it for 12 years. Its help me a lot but now its giving me problems." The information was seen on a social media post; no follow-up is possible at this time due to inadequate source. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).